Event description:
Information received notes that one hour post-implant, intermittent ventricular undersensing was observed. One day post-implant, the patient was returned to the operating room for lead repositioning due to ventricular undersensing. The next morning, intermittent undersensing was still noted. The patient's underlying rhythm was atrial fibrillation. The patient will be monitored.